Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The patient was pacemaker dependent. Upon interrogation, the right ventricular lead exhibited noise. There were no other electrical anomalies. The lead was capped and replaced. The patient was in stable condition and would continue to be monitored.